Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was calculating different pre-atrial lead revision versus post atrial lead revision. It was explained that the device assumes one hundred percent pacing when outputs and modes are changed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the atrial lead dislodged due to the device migrating because it was not anchored down. The lead was respositioned. The device and lead remain in use.